Manufacturer narrative:
Patient identifier of multiple is ids (B)(6). An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated falsely depressed sodium when processing on the architect c16000 analyzer. ID l293011313 generated sodium of 119.4 mmol/l but repeated 139.2 mmol/l. ID l293006996 generated sodium of 114.62 mmol/l but repeated 138.85 mmol/l. ID l293006959 generated sodium of 119.32 mmol/l but repeated 145.20 mmo/l. The account uses a normal sodium reference range of 133 to 147 mmol/l. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
The evaluation included reviewing the architect c16000 serial (B)(4) instrument logs, service history, complaint database and related product labeling. The instrument logs were not helpful in identifying a specific cause. The history log did not show errors at or around the time of the false low results but potential sample integrity issues are supported by 14 occurrences of error 3375 (unable to process test, aspiration error occurred) between may 2 and may 5, 2017. A 12 month review of ict module trending data and a 15 month complaint review did not identify an adverse trend or issue involving erratic or inconsistent ict assay results. A review of tracking and trending data revealed no issues or adverse trends related to the issue described in this complaint. The erratic rates for the architect c16000 are within acceptable limits with no trends identified. A review of the product labeling concluded that the issue is sufficiently addressed. A use error may have contributed to the issue as the customer comments indicate sample integrity could not be ruled out. Taken together, no systemic issue or deficiency was identified.